Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. The ok, stop, and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to a burnt transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. There was no burning smell noted during investigation. The cycler underwent a go/no go gauge check and failed. The go gauge failed on the left side of the display. The cycler underwent and failed a load cell verification. It was identified that the failure was due to the fluctuating scale readings. The heater cable was preventing load cell stabilization. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. The device history record (DHR) search found an issue related problem to the reported complaint. It was identified that the cycler had a scale reading error and was sent to rework. The heater tray was touching the top cover, the heater tray was realigned and the cycler passed. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was dim during their peritoneal dialysis (pd) treatment. The patient reported that they had trouble seeing the screen while in their treatment. The screen brightness was reported to be set to 10. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported that manual treatment was available to complete treatment. Upon follow up, the patient confirmed there were no adverse events and no medical intervention required as a result of the reported event. The patient was able to complete treatment on their cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.